Event description:
It was reported that stent damage occurred. While removing a 12 x 3.50 promus premier from the package, the middle of the stent was noticed to have kinked struts and looked outwards. The kinked stent struts were noticed before the procedure and the drug eluting stent never entered the patient. The event occurred outside of the patient. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 3.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 3rd proximal stent strut row with a stent strut lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. While removing a 12 x 3.50 promus premier from the package, the middle of the stent was noticed to have kinked struts and looked outwards. The kinked stent struts were noticed before the procedure and the drug eluting stent never entered the patient. The event occurred outside of the patient. No patient complications were reported in relation to this event.